Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The balloon catheter was returned. A rupture of the balloon material was confirmed; however, the conditions or circumstances that led to the balloon rupture could not be determined by physical evaluation of the device.

Event description:
It was reported that during a balloon inflation, the balloon ruptured. The balloon was removed from the patient without incident. There was no reported patient injury.